Manufacturer narrative:
A visual inspection of the product involved in the complaint was performed on the picture provided by the customer. It can be observed a damage (a hole) on one of the corrugated tubing as it is described on this customer complaint. No other issues were found. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record (DHR) of batch number 021l1302324 that belongs to catalog number 780-35kit has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specs. Based on similar complaints a ncmr (B)(4) has been issued in order to review current production, to identify a root cause and implement corresponding corrective actions. The reported defect "limbs reversed" cannot be confirmed since the product was not returned, but based on similar complaints, a ncmr (B)(4) has been issued in order to review current production.

Event description:
The event is reported as: the customer alleges that the transposed circuit had a hole from a burned area. No report of a pt injury or delay in treatment.